Event description:
The device was used during a hysterectomy procedure. Reportedly, the staple line was incomplete. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.